Manufacturer narrative:
Per the clinic, the patient experienced infection at magnet site and subsequently was treated with topical antibiotics (specific date and duration not reported). This report is submitted on august 27, 2021.

Manufacturer narrative:
This report is submitted on july 13, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to infection and cholesteatoma. The patient was reimplanted with a new device on the same date.